Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate mode switching due to oversensing was seen when the patient presented in clinic for an ablation procedure. The patient was asymptomatic. Programming changes were made.